Event description:
Healthcare professional reported a xen®45 gts did not work. They were trying to insert the device into the patient¿s eye but it was blocked. No injury occurred and the procedure was completed with a backup device.

Manufacturer narrative:
Additional information: d.10., h.3., h.6. Device evaluation: xen complaints are reviewed for trends at the allergan management reviews. The complaint was not able to be confirmed with the returned injector. For evaluation purposes in the irvine dal, the injector was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. It is inconclusive what the possible root cause of the slider being blocked. A review of the device history record has been completed. No deviations or non-conformities noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts did not work. They were trying to insert the device into the patient¿s eye but it was blocked. No injury occurred and the procedure was completed with a backup device.